Manufacturer narrative:
A compressor mini was reported generating low pressure alarm. A service engineer investigated the unit and found the main printed circuit board (pcb) faulty. The pcb was replaced and the unit returned to working condition. The faulty pcb was not returned for further investigation. If the compressor stops and fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. As the faulty pcb was not returned, root cause for the failure cannot be determined.

Event description:
Manufacturer ref.#: 512308

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).